Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2017 with the following findings: during investigation, no moisture was found behind the display. A leak was found in the display lens. The pump was opened to find no further moisture. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the grip pad. The ok keypad button was over responsive and all other keypad buttons were responsive to user input. No physical damage was found on the keypad. The keypad was removed to find a crack in the dome contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. This complaint is being reported because the reported issue may lead to inaccurate delivery if the user is unable to read the display. . There was no indication that the product caused or contributed to an adverse event.